Event description:
The customer reported that the system would not turn on (boot up). There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the connectors to surge suppressor and isd pcb were reseated as a precautionary measure.